Event description:
It was reported that the customer was unable to clear valid temperature alarms. Customer did finally successfully clear the alarm to address the issue. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.